Event description:
It was reported the "a" button is defective. The device was returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm that the "a" button was defective. However the atrial output knob does not adjust, encoder flex was out of specification. It was also noted that the upper case, knobs, side bail covers, ring cover, lead flex cover and the battery drawer were contaminated, the battery contacts were compressed, the keyboard was scratched and the serial number label was torn. (B)(4).